Event description:
Eight infusion pumps were noted to have hinge cracks. Five were successfully repaired locally and passed full battery of manufacturer recommended tests. Three pumps were sent to (B)(4) for OEM repair.